Event description:
The customer reported that her olympus hd camera head was experiencing an out of box failure. According to the initial reporter, the unit was unable to communicate with the tower and no image was present on the display. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was powered up and passed all functional image and leak tests. There were no device problems found. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.